Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump does not recognize a loaded set which was reproduced when the device did not recognize an open door. The cause was determined to be a failed upper latch switch the upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump wasn't recognizing a loaded set. There was no patient involvement, injury, or medical intervention associated with this event. No additional information is available.